Manufacturer narrative:
This device is not approved for sale in the united states, however, a like device, part number 9392508, 510k number k094025, is approved for sale in the united states. (B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records did not indicate any applicable non-conformances to specifications or deviations in procedure. We are unable to determine cause of the event.

Event description:
It was reported that the peek interbody device was broken during insertion at l5-s1. All fragments were removed and another device was implanted instead. No patient complications were reported.